Manufacturer narrative:
No product has been returned to medtronic for eval. Hosp risk mgmt is maintaining possession of the device. Unable to determine cause of the event.

Event description:
It was reported that during a routine removal of a stainless steel posterior construct approx eight months post-op, one of the screws was cracked and fell apart upon removal. The screw appeared to show signs of corrosion. It was reported that post-op, the pt developed infection that was clinically eradicated. Information reported from the surgeon states that there were no adverse complications or pt injury associated with this event.